Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4). Description: infinion 1x16 perc lead kit-50 model#: sc-1132 serial#: (B)(4). Description: precision spectra implantable pulse generator model#: fb-201-01 lot#: 19204840. Description: fixate double pack model#: sc-3400-30 serial#: (B)(4). Description: infinion splitter 2x8 kit (30 cm) model#: sc-4318 lot#: 19285635. Description: clik x anchor. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the lead incision site. Fluid leakage at the midline incision site was noted. The patient was prescribed antibiotics. The patient underwent an explant procedure. It was confirmed that the infection was device related.